Event description:
The customer stated that the architect c4000 analyzer generated an elevated creatinine result of 4.11 mg/dl. The sample was repeated on another analyzer and a result of 0.78 mg/dl was generated. There was no report of impact to patient management.

Manufacturer narrative:
This was previously reported under manufacturer report #1415939-2014-00226. This report is being submitted to correct the manufacturer site. (B)(4). The customer indicated that on (B)(6) 2014 an elevated creatinine result of 4.11 mg/dl was generated on the architect c4000 analyzer sn (B)(4). The sample was retested on another architect c4000 analyzer (sn (B)(4)) and a result of 0.78 mg/dl was generated. A review of the instrument service history confirmed no additional complaints for erratic/discrepant results. A single definitive cause was not identified. The issue was isolated to a single sample; therefore, a possible issue with sample handling cannot be ruled out. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and architect creatinine package insert were reviewed and were found to adequately address the issue. The investigation did not identify a malfunction / deficiency.